Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced missing additive, poor separator movement. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: in reply to follow-ups for (B)(4), t was reported that the same issue occurred with batch 1088683.